Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography in the common bile duct performed on (B)(6) 2020. According to the complainant, during the procedure, the pull wire was broken and the guide catheter became separated. Reportedly, the broken guide catheter was removed with forceps. The procedure was successfully completed with another naviflex rx deliver system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.